Event description:
A healthcare worker complained of breathing difficulties, chest pain, and headache while disinfecting a scope with disopa solution. The worker went to the ER and a blood test was performed. The physician advised the worker to rest and no medical treatment was received. The worker was wearing a mask and eye protection when the event occurred. It was reported the room had no window and poor ventilation. Since the event, the worker has recovered and the hospital has stopped using disopa solution.